Manufacturer narrative:
, Corrected data: corrective data file non reportable per hazard code. Rmd-10001875.106-interruption of therapy - pca-hazsit.256rmd-10001875.106-delay of therapy.

Event description:
Correction required as per hazard code hpca pump alarms are not reportable to FDA. Rmd-10001875.106-delay of therapy - minor-hazsit.136 rmd-10001875.106-interruption of therapy - pca-hazsit.256.

Event description:
Correction required as per hazard code hpca pump alarms are not reportable to FDA. Rmd-10001875.106-delay of therapy - minor-hazsit.136 rmd-10001875.106-interruption of therapy - pca-hazsit.256.

Manufacturer narrative:
, Corrected data: corrective data file non reportable per hazard code. Rmd-10001875.106-interruption of therapy - pca-hazsit.256rmd-10001875.106-delay of therapy.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the cadd solis hpca pump produced a cassette not attached alarm. The pump was being used for training purposes. No patient injury or complications were reported in relation to this event.